Event description:
A distributor reported that an elbow connector and an s-connector were missing from a quantity of 2 rt104 adult breathing circuits. This was detected by our distributor. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product that is sold in the USA. Method: the devices were not returned to the MFR for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: a lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the parts were omitted during the packing process. Our monitoring and trending of missing or wrong components on breathing circuits has a rate of occurrence.